Event description:
It was reported that catheter removal difficulties occurred. Vascular access was obtained via the left femoral artery utilizing ipsilateral approach. The 90% stenosed, 100x4.5mm, concentric, de novo target lesion was located in the non tortuous and moderately calcified superficial femoral artery (sfa). Following the advancement of a 7fr non-bsc guide catheter, a 5x120x120 epic¿ stent was selected to treat the target lesion. However, the device could not cross the target lesion and got stuck in the vessel's stenosis. The physician removed the device and completed the procedure with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).